Event description:
During a meeting, reg affairs heard of this incident. Reg affairs followed up with sales rep after meeting to obtain the details. Sales rep heard of case about a week after angiojet case was performed; disposables were discarded. Pt was presented with acute myocardial infarction of large dominate right coronary artery. Angiojet was used approx 8 mins. Blood loss was approx 250ccs. Case was successful although pt did experience renal failure post procedure. Physician was concerned but noted other factors may have contributed to this outcome - such as contrast, reopro, etc.